Manufacturer narrative:
Method-a review of the manufacturing records was conducted. Results: the review of the manufacturing records verified that the lot was processed normally and all pre-release specifications were met.

Event description:
A 7x15 viabahn device was advanced through an 8 fr cook flexor introducer sheath over a 0.035 inch glidewire and positioned deep inside the right renal artery. The physician pulled on the deployment line, when suddenly, the deployment process halted. The line was stuck. Approximately 1 cm of the device deployed. The device was pulled back and removed through the introducer sheath. The procedure was completed implanting another 7x15 viabahn device without any adverse outcome for the patient.